Event description:
It was reported that patient was administered with IV catheter, but upon removal, it was discovered that the end plastic catheter piece had detached from the hub and remained lodged in the patient¿s arm. Vascular surgical intervention was required to remove it. There was patient involvement and patient was unable to work for the remainder of the week without compensation due to the required surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used catheter assembly, with third-party extension set and without severed tube, needle guard assembly, sheath and packaging, and a photo of the device were returned for analysis. Sample and photo were visually evaluated for potential nonconformances. The sample and photo displayed evidence of catheter tube severance, specifically within the catheter hub nose. Review of manufacturing logbook notes identified no definitive root cause for the observed catheter severance. The probable cause, however, is due to a variation in technique. Per IFU extreme care must be taken not to cut the catheter, as the use of sharp implements near the device may result in a tube severance during use.

Manufacturer narrative:
One photo was returned for one (1) used device was received for evaluation. Based on resolution of photo, root cause could not be defined with confidence. No product was returned, the investigation could not confirm. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.